Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the clip delivery system was returned and investigated. The reported clip actuation issue and gripper actuation issue were not confirmed. During testing both issues functioned as intended. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine conclusive causes for the clip actuation issue and the gripper actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one gripper did not actuate up with the other gripper. When the clip was attempted to be closed, it became stuck. After several attempts, the clip was able to be closed. The decision was made to replace the device. The cds was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.